Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suction alarms. The patient was transfused blood products to resolve the alarms. The patient also experienced a gastrointestinal bleed. Bival was withheld and two units of packed red blood cells were transfused. The patient was in critical condition.

Manufacturer narrative:
B1, b2: corrected reportability type. H1: corrected reportability type.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the reported suction was most likely patient condition related as the suction resolved with blood product per clinical details. The cause of the major bleed was not determined due to insufficient clinical details.